Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "pt called to ask if his implants were part of a recall. Pt is experiencing pain. He had arthroscopic surgery approx 10 years prior to the total hip, removing cartilage between the bones. Finally decided to do a total hip."